Event description:
It was reported that the insulin pump alarmed button error, failed battery test and an unresponsive keypad. The blood glucose reading the previous night was between 250 mg/dl and 300 mg/dl. The customer would give himself a bolus but the high blood glucose readings would not go down. The customer's blood glucose reading at the time of the incident was 232 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.